Event description:
A malfunction was reported with the customer's pump displaying an error code, initially identified as malf 0, but later corrected to malf 12. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The pump reset was attempted, but the malfunction code reappeared, prompting technical support to arrange for a pump replacement. The customer was advised to use multiple daily injections (mdi) as a temporary insulin delivery method and was instructed to return the malfunctioning pump with a pre-paid label.